Event description:
It was reported that (1) pmw35 was used during closing incision procedure. It was reported by the rep that during normal skin closure of incision sight, the surgeon complained that the device was not working properly. Opened a new device and proceeded without further incident. There was no consequence to pt.